Manufacturer narrative:
The analysis results of high battery resistance were erroneously included in this event. Analysis of the pump miscellaneous low battery reset with an undetermined root cause.

Manufacturer narrative:
Analysis of the pump identified high battery resistance. As received the pump reservoir was empty and in the minimum rate infusion mode. Pump logs show low battery resets, see ip and ir logs. The pump continued to reset during decontamination process. No dispense or battery command testing could be performed. Hybrid and motor function passed when tested with a good battery source. Battery resistance testing failed with a high resistance of 476 ohms. Evaluation result code and evaluation conclusion code no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
The conclusion code was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received initially received from a company representative regarding a patient who was receiving fentanyl with concentration 1000 mcg/ml at a dose rate of 400 mcg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that a pump alarm was heard and the alarm was confirmed via telemetry. In the early morning of (B)(6) 2016 the patient heard their pump alarming and was now in the emergency room (ER) on (B)(6) 2016 with withdrawal symptoms. The patient experienced a return of pain and jittery legs. The change in therapy/symptoms occurred suddenly. The pump logs showed a reset, reset low battery, and safe state occurred (B)(6) 2016 at 0018. The company representative was to follow-up with the healthcare provider. On (B)(6) 2016, a consumer reported that their pump quit working on (B)(6) 2016 or the day before; the reporter was not quite sure of the date of the event. It was indicated that the managing hcp did not know why it quit. It was noted that they were going to operate on the patient on (B)(6) 2016. On (B)(6) 2016, it was reported that the pump was replaced on (B)(6) 2016. The pump was returned to the manufacturer for analysis.

Event description:
Additional information was received from a manufacturer representative. It was reported that the new pump was implanted and functioning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.